Event description:
Baxter sales rep informed by customer that the clearlink valve separated from the tubing. It disconnected when nitroglycerin was being adinistered to pt. No pt injury was reported at this time. Samples have been discarded by the facility.